Event description:
It was reported that during a ptca procedure, the balloon catheter crossed the calcified lesion and was inflated, and a dissection was noticed. The balloon catheter was removed and no flow to the distal section was noted. Stenting was attempted but it would not cross. The pt was sent to surgery and no complications were reported.